Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the balloon catheter was replaced with new one due to water leak on (B)(6) 2017. The facility checked the balloon volume once a week and noticed that the balloon volume was 17 ml on (B)(6) 2017. On the same day, 3 ml of water was added. Water leakage from gastric fistula was observed on (B)(6) 2017. After removal, the user tried to inflate the balloon, but did not succeed. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage from the fistula is confirmed based on the condition of the balloon, although the leak cannot be confirmed to be water. The cause of the event is determined to be manufacturing related. The condition of the balloon suggests that the leakage may have been gastric contents. The samples returned included two photographs of a trifunnel device and one trifunnel 20g, 20cc replacement gastrostomy tube. Visual observation of both photographs and catheter found that the catheter was discolored. Functional testing found that the device was patent to infusion through the main port, and that the balloon would inflate with 20 cc of water without difficulty. No leaks were found during or after full inflation. After inflation of the balloon, it was found that the balloon was dramatically off-center, such that the great majority of the inflated balloon was found on one side of the tube shaft, which is consistent with the returned photographs. An attempt was made to quantify this very approximately in comparison to the current in-process inspection standard. The distance from the small side of the balloon to the center, with the balloon fully inflated, was measured along with the total balloon width, finding symmetry ratios more extreme than the specification. The device was sent to the manufacturing site for more accurate measurement of the inflated balloon symmetry ratio and input regarding root cause. Manufacturing site evaluation confirmed that the balloon was out of specification for concentricity/symmetry and the cause was manufacturing related.

Event description:
It was reported that the balloon catheter was replaced with new one due to water leak on (B)(6) 2017. The facility checked the balloon volume once a week and noticed that the balloon volume was 17 ml on (B)(6) 2017. On the same day, 3 ml of water was added. Water leakage from gastric fistula was observed on (B)(6) 2017. After removal, the user tried to inflate the balloon, but did not succeed. No patient harm was reported.